Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient had 2 scs leads from the same lot. Information received from the patient's attorney identified the patient was experiencing ineffective stimulation which was not resolved with multiple preprogramming. As a result, the scs system was explanted in (B)(6) of 2013 (exact date of explant unknown). Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional historical information from the medical chart review identified that prior to explant, the patient experienced loss of stimulation regarding the left lead and found the right lead did not provide pain relief unless the stimulation amplitude was high which at times would result in muscle spasms and no pain relief. Moreover, the patient was hospitalized from (B)(6) 2013 for chronic neck and low back pain and as a result, the patient underwent removal of the scs system on (B)(6) 2013.